Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of battery "possibility of overheating". The battery cell was found failing and replaced during evaluation of another symptom. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery, abgn was "possibility overheating" after starting to charge. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.